Manufacturer narrative:
Additional pro-codes: gwo, gxr. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019 during a craniotomy procedure while inserting ti matrixneuro screw self-drilling 4mm by hand, the screw head sheared off and completely broke apart. The plate was shifted and a new screw was inserted without incident. A small fragment was left in the patient and were not removed easily because it was left in bone. The surgery was delayed for 5 minutes. Patient and procedure outcome is unknown. Concomitant device reported: unk - plates: matrixneuro (part# unknown, lot# unknown, quantity 1). This complaint involves (1) device. This report is 1 of 1 for (B)(4).